Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca and the u409 component on the monitor board pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor or electrode belt.

Event description:
During an investigation into an unrelated issue, a reportable problem was found. Monitor sn (B)(4) failed a pulse test.